Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (B)(6); product type: 0184-catheter; implant date (B)(6) 2022; explant date (B)(6) 2025 brand name ascenda; product ID 8784 (B)(6); product type: 0184-catheter; implant date (B)(6) 2024; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (consumer, manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (1000 mcg/ml at 80 mcg/day) via an implantable pump for non-malignant pain. It was reported that the patient had an infection at the pump pocket site. No external factors were involved and no troubleshooting was performed. The suture line was not closed so the patient went in last thursday and there was pus coming out and they were in surgery for 5.5 hours. The pump and catheter were replaced and moved to a different pocket on the left side of their abdomen 'for their neck.' They went back in yesterday for a refill on the pump for their back and they have another appointment in 2 weeks. The issue was resolved.